Manufacturer narrative:
The report of thrombus in initial was reported under MFR # 2916596-2023-02622. Although thrombus was found in january, there was no new development reported in april CT. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Transient low flow alarms were confirmed through review of the submitted log files. A specific cause for the alarms, and a correlation between the device and the reported dizziness could not be conclusively determined through this evaluation. Review of the submitted log files captured transient low flow alarms with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts for additional information were sent to the customer; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists infection as an adverse event which may be associated with the use of heartmate 3 lvas. It is also explained that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was skin thickening and subcutaneous fat stranding near the skin entry point of the driveline. These findings are mildly improved from (B)(6) 2023 computed tomography. There is no discrete drainable soft tissue fluid collection.

Manufacturer narrative:
The onset of chronic driveline infection is covered under MFR# 2916596-2023-02534. The thrombus finding on (B)(6)2023 is covered under MFR # 2916596-2023-02622. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient who was on suppressive antibiotics due to chronic driveline infection presented with worsening and progression of ulceration along the driveline. The patient had complained of dizziness with adequate mean arterial pressures (maps). The ventricular assist device (vad) operated as expected but with lots of low flows. The event log file captured some low flow events on (B)(6)2023 that occurred at times when the pulsatility index (pi) was elevated. Computed tomography showed grossly similar appearance and extent of thrombus with significant luminal narrowing within the proximal outflow cannula when compared to a scan performed on (B)(6)2023.